Manufacturer narrative:
Date of event: event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03570. It was reported that the patient was receiving ineffective stimulation due to an autoreducing issue. It was noted there were two invalid impedances. The patient¿s leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.